Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the ok keypad button had a delayed response and was torn. The patient stated that the tactile changes occurred prior to the damage to the keypad. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump clipped to the waist and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn over the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The keypad was found to be worn, which has no effect on insulin delivery. During testing, all of the keypad buttons were found to be unresponsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.